Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during initial placement of this right atrial (ra) lead, the helix took 30-40 turns to extend. The lead then dislodged and after being repositioned, the extension of the helix was unable to be visualized under fluoroscopy after 60-80 turns. The helix was exercised outside of the body and the helix would not extend. The lead was attempted, not implanted. No adverse patient effects were reported.